Manufacturer narrative:
Device was evaluated by the field service representative. The plug was replaced and passed all safety tests. The unit was returned to service.

Event description:
It was reported that the plug was smoking and when it was unplugged, one prong was burned. There were no adverse consequences and there was no patient involvement.